Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) on a prismaflex control unit. Treatment was discontinued and the filter set was unloaded without disconnecting the patient from the set, resulting in a blood loss estimated to be 2000 ml. The patient received catecholamine and a blood transfusion. According to the treating physician the patient recovered completely from the event